Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-15183. Related manufacturer report 1627487-2021-15184. Related manufacturer report 1627487-2021-15185. It was reported that high impedance issue was observed on three of the leads and lead fracture issue was suspected. Patient denies any traumas or falls. Patient has gi issues and therefore throws up a lot. The device system was explanted, and a new device system was implanted. Patient was stable. It is unknown which leads fractured therefore all leads are being reported.